Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Correction: e1 as this was inadvertently missed on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause for the interference waves malfunction that occurred on the image, would likely be a poor communication due to cable failure and for the coupler that cannot be locked, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The device evaluation found that there were interference waves in the image due to defective cable. In addition, service also found the coupler was locked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head screen black out occasionally. The issue was found during preparation for use. There were no reports of patient harm.